Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has not been returned. Therefore, a product analysis has not been performed. This device is used for therapeutic purposes.

Event description:
It was reported that the blade broke during a sinus surgery. The blade came apart in the patient and all parts were recovered. Requests for additional information have been made with no additional event information provided at this time. There was no injury reported as a result of this event.